Event description:
The customer called for some errors that she had received on her meter. While troubleshooting, she performed normal control tests and had results of 23, 33, and 35 mg/dl. The normal control range is 89-123 mg/dl. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacment strips will be sent.